Event description:
It was reported that the pump touchscreen was delayed in responding to touch inputs and the buttons on the touchscreen had to be pressed multiple times with extra force in order to get the pump to respond. Additionally, the pump touchscreen would also respond in an unexpected manner, triggering a different response to expected when being pressed in certain areas. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.